Manufacturer narrative:
Batch review performed on 12.11.2021. Lot 2101699: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
At 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.